Manufacturer narrative:
The additional xience xpedition device referenced is filed under a separate medwatch report number. The device was not returned for evaluation, as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of death and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately tortuous, and mildly calcified de novo lesion in the left anterior descending artery (lad). On (B)(6) 2019, the lesion was predilated with a 1.5x12mm mini trek balloon dilatation catheter (bdc) and a 2.0x12mm mini trek bdc at 8 atmospheres (atms). A 3.0x38mm xience xpedition stent was deployed at 10 atms; however, while removing the stent delivery system a check shot revealed that there was a dissection at the distal end. A 2.5x12mm xience xpedition stent was implanted to successfully treat the dissection. The results were very good with timi iii flow and no residual stenosis. On (B)(6) 2020, the patient expired of probable stent thrombosis. No additional information was provided.